Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The cpr3 head works correctly, however the blue led can not light up. Considering the traces of crack near the led, the most probable hypothesis is that one or multiple shocks of the programming head on a hard ground cause the blue led to be defective. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the blue diodes don't activate when trying to interrogate a device. The orange one works fine